Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: patient was receiving hiflowo2 treatment, their spo2 levels went down (not sure on exact amount of desat.). Nurse noticed that vent had stopped venting. Unit is being sent in to reno for repair. Files will be provided then. High flow, non invasive. Patient was switched to a different vent. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: patient was receiving hiflowo2 treatment, their spo2 levels went down (not sure on exact amount of desat.). Nurse noticed that vent had stopped venting. Unit is being sent in to reno for repair. Files will be provided then. High flow, non invasive. Patient was switched to a different vent. No health consequences or impact.